Event description:
Caller reported an incident of hypoglycemia requiring professional medical treatment at a time when the aviva meter was unavailable for use due to error within specifications. Customer has stored his strips outside the original container, which is against manufacturer's labeling. A request was made for the return of the meter and strips, replacement sent.